Event description:
Complainant alleged that during biomed testing the device displayed; "system fault 36", "system fault 37", "paddle fault" and "defib disabled" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.